Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. The insulin flow blocked alarm functioning properly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they went to emergency medical service due to high blood glucose on unknown date with blood glucose of 594 mg/dl. The customer stated that the blood glucose was over 600 mg/dl. The customer was treated with insulin pump and manual shot. The customer stated that insulin pump did not deliver insulin but did test it and it shows it was delivering. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.